Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip. Meter was returned. Test strips were not retuned. No investigation required: customer's expired test strips have been affected by the recall. Customer did not allege product defect. Root cause: rc-074-manufacturer-processing error . Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
Customer called in for assistance with a true result meter. Informed customer that the true results products are discontinued, upgraded customer to the true metrix system. The customer did not report symptoms. Medical attention with use of product was not reported. The test strips are expired: 04/30/2018. Customer test strips have been affected by the recall.